Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with the reset procedure, and confirmed that the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.